Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with partially detached retainer, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis with blood glucose level of 600 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with intravenous fluid, insulin drip, potassium, magnesium drip. Customer declined to perform a carelink upload. Customer stated that insulin pump alleged under delivery due to loose reservoir lip ring. Customer stated that auto mode feature was on. The insulin pump will not be returned for analysis.